Event description:
Caller reported an error on their continuous glucose monitor sensor, known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete guide for resetting the pump and assisted the caller through the process, which successfully resolved the issue, allowing the caller to start their sensor session without further problems.